Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose of 40 mg/dl due to over delivery. Troubleshooting was performed. The amount of insulin on the screen matched to the amount of insulin left in the reservoir. The programming on the insulin pump appeared to be correct. The customer stated that the paramedics were called because she had seizures, convulsions, and other health issues. The customer stated that once she got a new pacemaker and neck surgery her blood glucose went up. The customer stated that on the night she was experiencing anxiety, which may have contributed to drop her glucose level. The customer also mentioned that she experienced high blood glucose of 242 mg/dl the day of the call. The customer mentioned that she went to see her doctor and adjusted her basal rates. No further info was provided.